Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that they started to experience tremors, difficulties walking, and were falling a lot. The patient noted that they started taking levodopa within a week of these symptoms and the change in therapy was sudden. The caller stated they would follow-up with their healthcare provider regarding these issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.